Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized. The caller stated that they had trouble waking the customer; the customer was hospitalized due to very low blood glucose, which caused customer's intestines to die. At the too much fluid was pumped into the customer's body, causing renal failure; the customer had weak kidneys. The caller stated that the customer passed away on (B)(6) 2014, in the hospital. The caller stated that the cause of death was renal failure and the customer's intestines died. The caller did not know the customer's blood glucose at the time of death; the customer had do not resuscitate order, so could not do anything while the customer was in the hospital. In the morning of (B)(6) 2014, the customer's blood glucose was 350 mg/dl, then checked again and it was 375 mg/dl. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The caller stated that the insulin pump is somewhere in the house. Will call back if found.